Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post-sensed t-wave oversensing was observed on the real-time egm. The post-sensed t-wave were very infrequently oversensed and did not appear to be causing any inappropriate egms. The patient will be monitored.